Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: part: 03.130.202s; lot: l788967; manufacturing site: selzach; supplier: (B)(4); release to warehouse date: 22 feb 2018; expiry date: 01 feb 2028. Since there is no allegation against packing or sterility DHR review is done for non-sterile part: part: 03.130.102; lot: f-23265; manufacturing site: selzach; supplier: (B)(4); release to warehouse date: 26 oct 2017. A manufacturing record evaluation was performed for the non-sterile device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for the right second and third metacarpal bone with the (2) drill bits in question. During the surgery, both drill bits were broken. The surgeon left fragments in the body because he had difficulty removing the broken fragments. The surgery was completed successfully with a(30) minute surgical delay. The revision surgery will be performed removing the implants after the bone union is confirmed. No further information is available. This report is for one 1.1mm drill bit/mqc for threaded hole/56mm. This is report 1 of 2 for (B)(4).